Manufacturer narrative:
Corrected data: incorrect implant date reported in initial.

Event description:
Reference manufacturer report number: 1627487-2019-08371.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer report number: 1627487-2019-08371. It was reported that one of the patient's l4 leads migrated. In turn, the patient underwent surgical intervention where the migrated lead was explanted and replaced. Both of the patient's l4 leads are being reported as it is unknown which one migrated.